Event description:
The customer contact reported the pt received more medication than intended. The device was returned to the biomedical department with a report of "secondary line infusing too quickly." No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.